Event description:
Pt stated pt received a shock that started in the lumbar area of their spine and traveled up their spine to their neck, gums, and mouth and to the top of their head. Pt said it all occurred very quickly. Esu did not rem, pad was checked and secure on rt thigh. Pt had no evidence of burning at pad site or above mentioned areas. Pt offered no further complaint of discomfort. Esu was taken from service and inspected by in-house biomed. Esu pad and pencil all performed within MFR's specifications. No evidence of any problem was noted during the inspection.